Manufacturer narrative:
(B)(4). Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. On microscopic inspection, the heater wire on the hot jaw was observed to be flexed away at the center but remained attached at the tip and at the base. The silicone boots on the jaws were observed to be intact. Traces of charred tissues were evident on the jaws. An electrical evaluation was performed. A pre-cautery test was performed following the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0 volts. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.657 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "failure to deliver energy" was not confirmed. The analyzed failure mode " bent wire" was confirmed. Specific actions for the analyzed failure mode " bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement was used to finish the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. The hospital did not report any patient effects.